Manufacturer narrative:
The investigation was completed on 18-oct-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002379 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and blood was leaking back from the hemostatic valve. Blood leaking back from the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. This was noticed when the dilator was inserted into the sheath and they were going transseptal. The sheath did not go through the side port. The sheath was replaced and the issue was resolved. The procedure continued. Additional information was received. Did not think that the hemostatic valve dislodged inside the hub, but was not sure. The hemostatic valve did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The approximate volume of blood that was lost was small. A slow drip throughout the procedure. Did not provide a picture as the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was already packaged but everything looked normal from the outside. The event was assessed as MDR reportable for the blood leaking back from the hemostatic valve.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)